Event description:
Hill-rom received a report from the account stating the head section would not lower when CPR lever was used. The bed was located in the bed shop at the account. There was no patient/ user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hill-rom tech found the CPR cables were disconnected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2010-2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech reconnected the CPR cables to resolve the issue. Based on this info, no further action is required.